Manufacturer narrative:
Patient information - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 analyzer on two patients. The samples were repeated, and the results were lower. The following data was provided: customer reference range is 1.8 to 2.7 mg/dl on (B)(6) 2023 sid (B)(6) initial result = 6.5 mg/dl; repeat result = 1.6 mg/dl. On (B)(6) 2023 sid (B)(6) initial result = 7.7 mg/dl; repeat result = 2.4 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Additional information section h4 - device mfg date. Service inspected the instrument, performed troubleshooting, found the syringes were damaged, leaking from the bellows, the cuvette dry tip contaminated, and the mixer wash cups were dirty. The parts were replaced, and the issue was resolved. No single part could be determined the cause of the issue, therefore the architect c4000 was considered the likely cause. Return testing was not completed as returns were not available. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6)was identified.